Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency medical services for low blood glucose and seizure on (B)(6) 2020. Blood glucose reading was 100 mg/dl. The customer was treated with intravenous fluids at the hospital. Customer was experienced seizure, nausea, anxiety, mental confusion. Customer blood glucose value at the hospital was 127 mg/dl. Troubleshooting for the customer¿s low blood glucose was declined. Customer stated that insulin pump buttons was not working. The insulin pump will not be returned for analysis.